Manufacturer narrative:
Concomitant product(s): a 0185 competitor lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead remains in use with continued monitoring. The patient is a participant in the product surveillance registry (psr) study. No patient complications have been reported as a result of this event.